Event description:
It was reported that the pump rebooted without user intervention.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was not returned to animas for evaluation. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed.